Event description:
A patient was implanted with a condylar plate and screws on an unknown date. Post operatively, the patient returned to the surgeon complaining of irritation. The patient was returned to the or on (B)(6) 2012 for removal of 2 distal femur screws. Only 1 screw was replaced with a shorter screw. This report is #2 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.